Manufacturer narrative:
The field service engineer (fse) rebuilt the wash pump, replaced the lower seal and o-ring, belt, and pump-to-manifold o-ring. During fluidics priming, the fse discovered air in the wash pump and in the tubing to the dispense probes. The fse replaced the wash valve rotor to resolve the issue. The fse replaced the main pipettor probe and completed system check and high sensitivity system check; both passed within specifications. The fse completed a 25-replicate precision test to verify troponin precision was within specification. Quality control (qc) was within the laboratory's established limits. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. Valve rotor. This medwatch report is related to MDR 2122870-2013-00489.

Event description:
The customer reported erroneous, non-reproducible troponin I (access accutni) results, within the risk stratification and above the acute myocardial infarction (ami) limit, for three patients, on two separate days involving the access 2 immunoassay system utilized in conjunction with the access accutni assay and calibrator . Subsequent testing of the patient¿s samples, on an alternate access 2 instrument, recovered lower results within the normal reference range. The erroneous results were not released out of the laboratory. There was no patient injury or change in patient treatment associated with this event. Quality control (qc) was within the laboratory¿s established limits on the date of the event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. This is report one two referencing the event date noted.